Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) was not able to duplicate the issue. The fsr replaced the display assembly, display cable, and main power cable to the pump. The unit operated to manufacturer's specifications. The replaced parts were returned to the manufacturer for testing.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the pump's display went blank. The user was able to control the pump using the central control monitor (ccm) and the pump knobs. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) performed independent and collective testing of all the received components utilizing a laboratory use only (luo) pump pod test fixture. The pst observed all components to properly function independently and collectively. As per log analysis, the issue occurred on (B)(6) 2017 and not on the reported date on (B)(6) 2017. No indication of problem that was seen on any of the large roller pump logs. Most likely the only problem noted was the display that went out since the pump was able to be controlled from the central control monitor (ccm) and local knob. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.